Event description:
The following was reported to nmt medical: no problem in loading the occluder in the delivery system. Normal opening of the distal section in the atrium. Failure in opening the proximal section in the right atrium. After 14 days, elective surgery was performed to remove the occluder.